Manufacturer narrative:
Evaluation summary: device received for evaluation. Visual inspection found melting on both jaw overmold. The bottom jaw overmold is missing plastic at the side near the hinge of the device. The customer reported alarm activation and device stopped working. The device continuously generated a regrasp alarm and a seal cycle could not be completed. The investigation found arcing damage on the jaw seal plate. The overmold plastic was also partially damaged and missing on the bottom jaw. The missing piece was not returned with the device. The damage to the ligasure jaw and overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user error. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition.

Event description:
The customer reported an alarm issue with the device. Examination of the complaint sample from medtronic found a piece of the plastic from the bottom jaw overmold had broken off and was not returned. The customer reports that nothing fell from the device into the patient cavity.